Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. Note: this manufacturer report pertains to the first of four devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-01046 for a description of the second device, report number 3005099803-2011-00996 for a description of the third device, and 3005099803-2011-00348 for a description of the fourth device. It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6) 2011. According to the complainant, the sheath near the handle detached from the device during preparation, outside the patient. The procedure was successfully completed with another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(6). Evaluation of the returned device indicated the outer sheath was torn, kinked, and collapsed. The collapsed outer sheath would not allow the basket cannula to move freely within the sheath, making the basket unable to open or close properly. Residue was present on the device when returned, and the defects identified during the investigation were consistent with those caused during use. Therefore, the most probable root cause for this complaint is operational/physiological context.